Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to a severe hypoglycemic event and a urinary tract infection. The customer's blood glucose level was 85 mg/dl at the time of admission, but the customer had already been treated my emergency medical personnel. The customer was wearing the insulin pump at the time of hospitalization. The customer was found unconscious on the floor by their daughter. Advised customer to call back in order to perform troubleshooting. The insulin pump passed the displacement test, and the insulin pump's programming was intact. There were no other issues found with the insulin pump because troubleshooting could not be completed. Nothing further reported.